Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged unknown error message that was being prompted by the subject meter was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).